Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple manufacturer's products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on 20 dec 2005, the patient presented with following pre-op diagnoses: lumbar degenerative disc disease. For which, patient underwent following procedures: diagnostic provocative lumbar discogram at l2-3, l3-4, l4-5, and l5-s1. Per op-notes, surgeon had previously reconstituted bone morphogenic protein sponges in each prosthetic bone device which at this level , the center of which was filled with two bone morphogenic protein sponges. This was tamped into position. Its fit was excellent. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2006: patient got discharged. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.